Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that a patient's pump was removed and not replaced after it had become infected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.